Event description:
The facility's field service engineer reported 1 battery discharge below alarm threshold. The hospital rep stated that there have been no reports of any patient incident involving this pump since the last baxter service event. No additional information is known.

Manufacturer narrative:
Evaluation summary: the reported condition of fail code 570 was confirmed. A baxter field service engineer found depleted batteries. A corrective and preventative action has been initiated (mdq-CAPA-132).